Event description:
It was reported to st. Jude medical that the device and associated lead were explanted due to high voltage lead impedance with possible output circuit damage and at least one unsuccessful therapy.